Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At approximately 0930, the device was programmed to deliver an unspecified IV solution at a rate of 45.1ml/hr and delivery was started. No further programming parameters were provided. At 1930, the customer contact reported the patient notified the nurse that the display indicated a rate of 72.9ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided including specific event details.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2011 at 1043 the settings on line a were cleared. At 1044, line a of the device was programmed to deliver at a rate of 72.9ml/hr instead of the customer's reported rate of 45.1ml/hr, with a vtbi (volume to be infused) of 1750ml, for a duration of 24 hours and the delivery was started. Between 1932 and 1942, the delivery was stopped with a vi (volume infused) of 642.2 indicated, three n102 (infuser idle 2 minutes) alarms occurred, were silenced 3 times, and the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.